Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that inadequate stent apposition and acute stent thrombosis occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After implanting a 3.00x16mm synergy ii drug-eluting stent, it was noted that one area of the stent was slightly under expanded. A 3.0x12 nc emerge balloon catheter was used for post-dilation. About an hour after, the patient was brought back to the cardiac catheter laboratory. Angiography was performed and an in-stent thrombosis was noted. The clot formation was removed and further dilatations were done. The results of the thrombectomy and post-dilation were optimal. No further patient complications reported and the patient was doing well. The physician said it was a thrombolytic issue.